Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that following the implant of this cardiac resynchronization therapy defibrillator (crt-d), this patient had an atrial ablation procedure. Following the ablation procedure, the electrograms associated with right ventricular (rv) and left ventricular (lv) channels indicated noise. There was also one rv signal that was oversensed with deep breathing. The rv pacing impedance measurements were within normal limits, but the lv pacing impedance measurements were 2,300 to 2,540 ohms. The rv sensitivity was reprogrammed and the artifact was no longer an issue. It was suspected that the lv pacing impedance would decrease. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the lv pacing impedance at the pre-discharge check was 2,110 ohms. The rv pacing and shock impedances were within normal limits. The sensitivity was re-checked while the patient was bearing down and there was no oversensing observed at both 0.8 mv and 0.6 mv. The sensitivity was left at 0.8 mv until the patient's next appointment.